Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle not deploying; the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the cannula never deployed upon activation, indicating a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.